Event description:
As per reported by the customer: "almost nine months after implantation of the nail together with a cerclage, a nail fracture occurred without directly associated trauma (recent falls between (B)(6) 2024 and (B)(6) 2025 not excluded). Re-operation with change to head prosthesis with trochanteric support plate. Also, all risks associated with re-operation." 09/16/2025 - upon product return, one locking screw was found broken.

Manufacturer narrative:
The reported event could be confirmed since the device was returned broken. The device inspection revealed the following: the screw broke at the level of the threads. The breakage surface is predominantly flat and smooth, which is characteristic of a fatigue fracture. Altogether, the screw breakage was most probably caused by fatigue due to high mechanical load, likely related to the nail breakage itself. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a patient related issue. The device has broken in a fatigue manner, most probably related to the recent falls experienced by the patient. If any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
As per reported by the customer: "almost nine months after implantation of the nail together with a cerclage, a nail fracture occurred without directly associated trauma (recent falls between 07/2024 and 03/2025 not excluded). Re-operation with change to head prosthesis with trochanteric support plate. Also all risks associated with re-operation." 09/16/2025 - upon product return, one locking screw was found broken.